Manufacturer narrative:
A review of the device history record was completed and noted rework on a lead wire.

Event description:
The recipient was reportedly explanted due to recurrent meningitis. The surgeon decided to explant the device during petrosectomy surgery. The recipient was reimplanted with another advanced bionics cochlear device. The recipient's device was reportedly discarded and will not return to advanced bionics for analysis. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The recipient was reportedly prescribed antibiotics.the recipient is doing well.

Event description:
The recipient's device was reportedly explanted due to an infection near the implant site. The recipient was reimplanted with another advanced bionics cochlear device. The recipient's device was reportedly discarded and will not return to advanced bionics for analysis.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's medical issue reportedly resolved. This is the final report.